Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the client was not showing up on the station after being added to the calendar and server needed to be rebooted. A technical support specialist performed the scheduled reboot task and rebooted all three servers the application server, report server, and database server following the required shutdown sequence. On the report server (rpt), accessed sql server management studio (ssms) and stopped, disabled, and restarted the extract transform load (etl) job. On the synchronization server, stopped and disabled the database synchronization service before restarting. On the application server, stopped and disabled external messaging, maintenance, database synchronization, and job scheduler services, then restarted the server. The database server required only a reboot without stopping any services. After rebooting all systems, restored services in the reverse order: no services required enabling on the server, re-enabled services with automatic and started them; on the synchronization server, re-enabled and restarted the database synchronization service, re-enabled and restarted the extract transform load (etl) job in sql server management studio (ssms). Verified function by reviewing the database synchronization debug log, confirming successful publication to all subscriptions, and validated patient encounter system (pes) synchronization information showing current last download, last upload, and last heartbeat timestamps. Also checked health sight viewer (hsv) to confirm no extract transform load (etl) or patient/pharmacy delay warnings were present. Monitored extract transform load (etl) for 15 minutes, confirming it cycled every five minutes, and then ran the downtime query. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the nurses reported that after adding clients to their calendar, the clients¿ profiles did not appear in pyxis for dispensing. The profiles took approximately 40 minutes to populate in the system. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.